Manufacturer narrative:
Additional information was provided in d.9., h.3, h.6, h.10. The product was returned for analysis and the reported complaint could not be observed. No lens was returned. The device was returned in the blister tray in the carton. The lock-out assembly has been removed. The plunger is oriented correctly. The plunger has been fully advanced outside the tip of the device. Viscoelastic is dried in the device. No damage or abnormalities observed. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that there was lens malfunction with patient contact. There was no patient harm. Additional information not available.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).